Event description:
Medical affairs was unable to get in contact with the pt; therefore, sent a letter to obtain more clinical info. The pt mentioned that they received error 4 messages for the past three months and wasted test strips trying to obtain a reading. The pt mentioned that they have difficulty seeing the test strips and actually touches the test strips during the application of a blood sample (incorrect technique). Date unk, the pt felt lightheaded sweaty, cold and was clammy at the time of testing. Since they were unable to obtain a blood glucose they drank some juice and fell unconscious. Paramedics arrived and tested the pt's blood glucose and received a 37 mg/dl. The pt does not recall any further info about the incident. The pt did not have control solution to check the test strips. Based on the info provided, there is no evidence of a malfunction; however, there is evidence that use error lead to a serious injury.